Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced third degree atrioventricular block and qrs morphology changes. The right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing during atrial tachycardia/ atrial fibrillation (at/af) episodes and on current electrograms (egm) and the ra lead was further noted to exhibit undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.